Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025, that the patient presented with grade 4 degenerative mitral regurgitation (mr), rotated heart, dilated left atrium and prolapsed posterior leaflet, for a mitraclip procedure. During the deployment of clip, it opened more than 5 degree continuously. Troubleshooting was performed and was successful. The clip was deployed. The clip opened again more than 5 degree after detachment from the clip delivery system (cds). The mr was reduced to grade 1 post procedure. There were no adverse patient effects or clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported unintended movement of clip open during efaa and clip open while locked. There is no indication of a product issue with respect to manufacture, design or labeling.